Event description:
Reporter alleged blood glucose measured 241, 86 & 171 mg/dl when all tests were performed back to back within 3 minutes. Customer stated self testing with candy as a result, however, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.